Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However, the product's device history records (DHR) of reported and current inventory were reviewed and no nonconformity was found. Samples of finished goods were pulled out from retained samples of the both reported and current lot numbers for re-inspection and no abnormality was found. The presence of adhesive was verified and individual tabs from retain samples have been also inspected and the condition of hydrocolloid adhesive and its ability of sticking to skin were verified. No issue was found with the product or the tabs' adhesive. To do our due diligence, an ncr was opened and three different possibilities were addressed: assembly employee were retrained, supplier was informed, and potential change of dispenser boxes were suggested to the team. Per complaints ratio, this was a rare incident and we were not able to reproduce the issue with retained samples. Product functioned as expected. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Customer had issues with the separation of neobar from patient's face.